Event description:
It was reported that the customer was hospitalized for hyperglycemia. No blood glucose reading was reported. Troubleshooting was performed. The fixed prime test passed and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. ,